Event description:
It was reported from the retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. Approximately 10 months post placement of a 10mm x 40mm rx wallstent permalume stent in the right intra-hepatic duct for management of neoplasia, the patient presented with jaundice and it was noted that the stent had migrated to a location "across the ampulla". The patient underwent a stent removal procedure at which time the migrated stent was removed with a snare with no technical or clinical complications. A second wallstent of unknown size was placed. It was noted that the patient's condition resolved with stent removal and placement of the second stent.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.